Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts due to perspiring. Patient described that the rash was sore. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a nystatin topical powder by a physician. Follow up indicated that the patient used the powder for a few days and the irritation healed.